Event description:
The complainant reported a patient in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella position was not optimal. The pigtail was caught at the papillary muscle. The patient was scheduled for impella 5.0 implantation the following day. No further information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.